Manufacturer narrative:
(B)(4). There is not an appropriate result code. The unit was received loose without its original packaging. The returned sample was visually examined with and without magnification. Visual examination revealed that the stapler appears typical. All pieces were returned and no parts of the assembly appear to be missing. The staples appear to be slightly misaligned. The stapler was received with (B)(4) staples remaining in the cartridge indicating that the stapler was fired (B)(4) times by the end user. No other defects or anomalies were observed. An attempt was made to fire the stapler with the trigger engaged to completion. The stapler did not correctly load the staple into the forming tool or form correctly. An attempt was then made to simulate insertion into the skin by firing the stapler into a foam pad. The first (B)(4) fired correctly. However, on the third attempt the staple did not form correctly. Microscopic examination was performed on the malformed staple tips to see if there were any defects that could have led to an improper load into the forming tool. Other remarks: microscopic examination of the staple tips revealed that the staple did have small burrs in the material. However, the burrs were within tolerance of 0.002". No defects or anomalies could be found. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as a root cause could not be determined. The reported complaint of staples stuck in the stapler was not confirmed based upon the sample received. The stapler was able to fire staples. However, the staples in the cartridge were slightly misaligned which caused some of the staples to form incorrectly when the trigger was engaged. The stapler was misassembled and no defects could be found in the assembly. The potential cause for the staple misalignment could not be determined based upon the information provided and the sample received. The manufacturer will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73j1500670 investigations did not show issues related to the complaint. The returned device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the stapler is sticking and staples are not coming out when activated. The patient's condition was reported as fine.